Event description:
It was reported that patient took part in a (B)(6) clinical study. It was reported that the patient had an initial tha on (B)(6), 2013. Subsequently, the patient experienced deep vein thrombosis in which hospitalization was required on (B)(6), 2014. It is unknown whether this was device related or not.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).